Manufacturer narrative:
The pump was received with cracked end cap. The compromised force sensor system alarm was unable to be verified due to cracked end cap. The drive support disk was inspected and no anomalies noted. The pump was received with missing end cap sticker, cracked battery tube threads, and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 153mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.